Event description:
The customer reported that the ECG is transferred with incorrect demographic data. There was no adverse event reported. This incident has been captured under complaint ref # (B)(4).

Manufacturer narrative:
The device was inspected on site by a baxter field technician where it was tested as per the service manual. The device passed all checks as per the service manual. The reported problem of incorrect ECG ID association was not confirmed during the evaluation. The device met the specifications for the reported issue. The field service technician was unable to identify the cause of the problem reported by the customer. It was concluded that the erroneous ECG ID association, was caused by a usage error. The eli250c is intended to be a high-performance, 12-lead, multi functional electrocardiograph. As a resting electrocardiograph, eli250c simultaneously acquires data from 12 leads. Once the data is acquired, it can be reviewed and/or stored, and/or printed. It will be a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. Inspection was performed where no device problem was found and the issue was considered to be caused by use error.

Event description:
The customer reported that the ECG is transferred with incorrect demographic data. There was no adverse event reported. This incident has been captured under complaint ref # (B)(4).

Manufacturer narrative:
The inspection is pending and the investigation is currently on going. A final report will be submitted with investigation findings.